Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. The system operates as intended.

Event description:
It was reported that the left monitor would not come on, loss of live images. This rendered the system unusable. There is no report of injury or death associates with the event described in this complaint.